Event description:
It was reported the patient's scs ipg would not communicate with external devices. Reportedly, the patient had undergone an unrelated surgical procedure recently. The company representative attempted to connect with the clinician programmer (cp), the cp could identified the generator but the device did not go into a bonding state after several attempts. Subsequently, surgical intervention was taken and the ipg was replaced resolving the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.